Manufacturer narrative:
The insulin pump received with pump error during rewind due to corroded motor home switch. Unable to perform displacement test due to insulin pump error pump received with cracked case battery tube noted.

Event description:
The customer reported via phone call that insulin pump stopped working and crack on the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.